Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult to lock / unlock (catheter anchor or tuohy): the cause of the difficulty in locking or unlocking the tuohy-borst was not determined without returned product investigation and sufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the tuohy-borst lock is free-spinning, but the catheter remains secured in place. The registered nurse was advised to closely monitor the catheter marking to detect any potential migration.